Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 9:00 am on (B)(6) 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with oral medication. Due to the alleged issue, the patient claimed that she had more food/drink at 9:10 am on (B)(6) 2010 because she thought her blood sugar was low. At approximately 11:00 am in (B)(6) 2010, the patient claimed that she felt "weak and shaky." The patient stated that she felt the food she ate at 9:10 am caused her blood sugar to be elevated. It is unknown if the patient tested her blood glucose on any meter at the onset of her symptoms. The patient claimed that she exercised and fasted to bring her blood sugar back down. The patient did not report receiving acute medical treatment since the alleged issue began. Based on the information that the patient provided, the cca determined that the subject meter required a new battery replacement per the owner's booklet recommendation. The patient did not have a new meter battery available during the call. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. However, there is no evidence that the subject meter performed improperly since the meter required battery replacement.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.